Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(6) alleging that a one touch verio pro meter read inaccurately high compared to another meter. The patient reported blood glucose results of "122 mg/dl" with a lifescan meter and "88 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy testing. The patient did not allege any harm or injury because of the reported issue. The patient did not have control solution for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The subject test strips have not been returned to lifescan. At this time, lifescan considers this matter closed.